Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the time changes from am to pm by itself and is not sure. The reporter denied time/date reset with battery changes. The hours and minutes are correct but am/pm is reversed resulting in inappropriate basal delivery throughout the day. This resulted in two low blood glucose (bg) levels of 44mg/dl and 55 mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient self treated with juice and glucose tablets to desirable range. This report is being made due to the history settings (time/date issue).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box indicates a time and date was manually changed on (B)(6) 2014 @ 23:33 to (B)(6) 2014 @ 11:34. Investigators performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. Pump powers on normally, time test was started and completed. The pump was opened and inspected, no intermittent condition or moisture ingress was found to the power circuit. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.